Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00010).

Manufacturer narrative:
The service provider provided the investigation report on 03/17/2021. The actual device was tested. The pump passed the flow rate testing. No issues were found during the testing. The reported issue was not confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 02/09/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 2/5/2021 2021 and reported that pump 903244 had an inconsistency in the drip rate. The user facility representative was not sure if it was too slow or too fast at times. The device operator was a registered nurse. Medication being infused was ivig. There was a patient involved. The patient was not harmed or injured.